Manufacturer narrative:
Issue is being investigated by manufacturer. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge was informed about incident that took place during the surgical operation - headlight with one of arms fell down into the operation field. There is information that parts have hit the patient, but there are no details about any consequences for patient. We decided to report this issue based on the potential for serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge was informed about incident that took place during the surgical operation - headlight with one of arms of lucea 100 device fell down into the operation field. There is information that parts have hit the patient, but there are no details about any consequences for patient. We decided to report this issue based on the potential for serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. During the event occurrence the device was used for patient treatment. During the investigation it was found that the occurrence rate for the issue of the circlip resulting in light head falling of the device is low (total of 3 complaints in the last 5 years of daily use of a large number of devices). The investigation was performed by manufacturing site and it appears that the light head detached from the spring arm due to the mechanical coupling between the spring arm and the main arm has failed. The malfunction occurred due to the fact that circlip missing. The most probable root cause is an incorrect fitting (circlip not fully seated in its groove) during installation or repair of the device. It is worth noticing that all instructions how to install or remove the spring arm in the surgical light are given in the installation manual. The circlip needs to be checked immediately after assembly process according to the manual and, once the circlip is properly placed, it should be secured in place with a loctite glue. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).